Manufacturer narrative:
Serial number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm for blockage alarm. Patient experienced pain, weight loss and was weak and hospitalized.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be patient related, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.